Manufacturer narrative:
H3 other text : at third party service center.

Event description:
The manufacturer received information alleging a ventilator service error occurred on a trilogy evo device. There was no harm or injury reported. The ventilator was returned to a third party service center for evaluation, and the device failed internal flow verification testing. The device's blower assembly was replaced to address the issue.